Event description:
At about 5 months from primary, the patient came in due to signs of infection, and the pathogen is unknown. The surgeon revised all components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 august 2025. Gmk-spherika 02.07.1202l gmk tibial tray cemented left s2 (k090988). Lot. 2418280: (B)(4) items. Manufactured and released on 25-sept-2024. Expiration date: 12-sept-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022), lot. 2411320: (B)(4) items manufactured and released on 05-july-2024. Expiration date: 10-june-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0210fl tibial insert fixed sphere flex #2/10 mm l e-cross (k202022), lot. 2421766: (B)(4) items manufactured and released on 05-sept-2024. Expiration date: 25-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka03l gmk spherika femoral component s3l cemented (k211004), lot. 2411253: (B)(4) items manufactured and released on 02-aug-2024. Expiration date: 22-july-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.